Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed a blue screen with the error "bad poll caller" and then began boot looping. While speaking with tech support (ts) he noted the cns had rebooted about 8 times, the cns will power on and then get the cns application software screen and then power off and repeat. He confirmed the cns tower had no errors on it for the hdds. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 02/26/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested. Bedside monitors 6000 series model: ni sn ni. Telemetry transmitter(s) model: zm-540pa sn: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed a blue screen with the error "bad poll caller" and then began boot looping. While speaking with tech support (ts) he noted the cns had rebooted about 8 times, the cns will power on and then get the cns application software screen and then power off and repeat. He confirmed the cns tower had no errors on it for the hdds. No patient harm was reported.